Manufacturer narrative:
Concomitant medical products: d224drg ICD, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) did not abort the shock, and therefore the patient received a shock due to t-wave oversensing (twos) on the right ventricular (rv) lead post vs (ventricular sense). The patient was seen in clinic and reprogramming was done. The ICD and rv lead remain in use. No further patient complications have been reported as a result of this event.